Event description:
The rptr states that she had a blood glucose result of 458 mg/dl on the accu-chek compact plus sys while she was in insulin shock. The rptr also states that she had sweetener on her fingers when the 458 mg/dl blood glucose result was obtained. Less than forty mins later, her blood glucose was 20 mg/dl on the professional meter. The paramedics treated the rptr with IV glucose and the hosp personnel treated her with IV glucose and saline. New sys sent and return requested.